Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced erosion. The aus was explanted, urethra was given time to heal. Once healed, surgical intervention was determined to replace the device. There were no additional patient complications.